Event description:
Related manufacturer reference number: 2017865-2022-08262. It was reported that the patient presented to the hospital with signs of infection on (B)(6) 2022. Upon examination, it was noted that there was pocket infection. The pacemaker and the left ventricular lead were explanted on (B)(6) 2022. Since patient was pacing dependent, physician implanted a temporary right ventricular lead on the same day for pacing. The patient was in stable condition before, during and after procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.